Event description:
In 2005, the lay patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The patient called the medical affairs specialist (mas) in response to the letter sent by the mas. The mas spoke with the patient to verify and obtain the following information: about 2 weeks ago the patient obtained an am reading of 290mg/dl on the reported meter. He took insulin per his sliding scale and ate breakfast. At about 12:00 pm he felt sweaty, nauseated and could hardly speak. He called emergency services. A police officer arrived first and tested the patient with the reported meter on arrival. The result was 25mg/dl (consistent with the patient's symptoms). The office gave the patient candy and retested him with the meter, the result was 35 mg/.dl. Emt's arrived, obtained a result of 70 or 80 mg/dl on the emt meter, started an IV, and took the patient to the ER. A result of 90mg/dl was obtained on the hospital device. The patient was treated with IV glucose and released to home the same day. The customer service agent (csa) walked the patient through two, consecutive control solution tests, which fell outside of the specified control solution range. The meter was replaced. The complaint is reported as an adverse event for the following reason: though the product gave readings consistent with the patient's symptoms of hypoglycemia, two control solution tests failed. The product may have given an inaccurate am result on which the patient based his am insulin dose, thereby leading to the patient experiencing hypoglycemia requiring medical intervention.